Event description:
Caller reported that cartridge leaked insulin. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), suggesting there was no adverse impact. Technical support instructed the caller not to overfill cartridges, and the caller understood and successfully changed the cartridge to resume insulin therapy.